Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two years post implantation due to pain, subsidence, and tibial implant loosening. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
Upon reassessment of this event, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR 3002806535.

Event description:
Upon reassessment of this event, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR 3002806535.

Manufacturer narrative:
This follow-up is being submitted to relay additional information and correct previous information.

Event description:
It was reported that a patient was revised approximately one year and eight months post implantation due to pain, subsidence, and tibial implant loosening.